Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to tighten the pacemaker set screw once the atrial lead was inserted. The pacemaker's atrial connector screw made two correct turns then began to spin emptily, got stuck at the tip of the screwdriver and could not be used. The pacemaker was exchanged succesfully. There was no complaint on the atrial lead. There were no patient consequences.

Manufacturer narrative:
The reported event of could not tighten a-setscrew then after another attempt the setscrew was stuck to the wrench tip was confirmed. Analysis revealed the user of the torque wrench was stripping the setscrew inset due to incorrect wrench insertions while attempting to tighten it. Then the next attempt the wrench was inserted with the corners of the wrench being forced down and wedged into the inset walls. The corners of the wrench tip wedged into the inset walls became stuck in the setscrew. The setscrew stuck to the wrench tip was then pulled out of the device through the septum when the wrench was removed. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.